Manufacturer narrative:
Email is: (B)(4). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was received for investigation. Visual inspection found the device was received with the front cover broken, enclosure was cracked around the quick connector fitting, water tank cover cracked on the top around both screws hole, quick connect corroded, microswitch was not working and line cord faded. The complaint was confirmed. Root cause could not be established. Replaced front cover, enclosure, quick connector, water tank cover, microswitch, line cord, o-rings and reservoir gasket. Performed preventative maintenance and calibration. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.